Event description:
It was reported by service report that the stretcher would not raise up with the foot pedals at either end and it was stuck in the down position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Obstruction; release rods.